Manufacturer narrative:
A single used d1000 tego connector was returned for investigation 12/15/2024. There was no visible damage or anomalies observed. The used d1000 tego connector was pressure and vacuum leak tested. There was no leakage observed. No mating devices were returned to evaluate with the used d1000 tego connector. The complaint was unable to be replicated or confirmed. Lot history review review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The product involved is a tego® connector. As per the report the tego cap on the arterial port was leaking, possibly has a crack. The impact of the incident was air bubbles in the hemodialysis system. There was no unexpected or prolonged care. There was patient involvement and level of harm is not applicable or not reported.